Event description:
It was reported that the airptmbdy18 power chair discs that adjust the back angle are stripped and are not holding the angle that is set. Within a few minutes it slides all the way back.